Event description:
Pt is a 23 yr old pt who was exceptionally unreliable in clinic follow-up. It was felt the pt would be at risk if defibrillator was not replaced at this time. Upon removal it was noted that the insulation on the leads had deteriorated.